Event description:
It was reported that a patient was revised on (B)(6) 2015 to a non-synthes dorsal variable angle distal radius plate. The plate was broken and there was a large void (non-union) at the level of the screw hole. The broken plate and intact screws were all removed. A review of the provided x-rays was completed by the manufacturer: the plate breakage could be confirmed. This is report 3 of 7 for (B)(4).

Manufacturer narrative:
Date of event: unknown. (B)(4). A product investigation was completed: the complaint condition for the 02.115.150, lot number 7608215, 2.4 mm variable angle lcp dorsal distal radius l-plate was likely caused by a nonunion due to patient noncompliance; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the returned 2.4 mm variable angle locking screws and 2.4 mm cortex screws. Per the technique guide, the 02.115.150, 2.4 mm variable angle lcp dorsal distal radius l-plate, 2.4 mm variable angle locking screws and 2.4 mm cortex screws are devices routinely used in the 2.4 mm variable angle lcp dorsal distal radius plate system. The device was returned and reported to have broken and contributed to a nonunion leading to a revision surgery. This condition is confirmed; the plate is broken at the third most proximal screw hole along a rough fracture surface. It is likely that a nonunion as described in the complaint description has led to this complaint condition. Patient noncompliance may have contributed to the nonunion. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. All screws were received in worn condition consistent with insertion and explantation. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. It is likely that a nonunion as described in the complaint description has led to this complaint condition. Patient noncompliance may have contributed to the nonunion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.